Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lubricant syringe was not capped in the package and the syringe had some lubricant in it but the consistency was like plastic.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿incorrect operation¿. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required because a review of the label could not have prevented this issue. Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the lubricant syringe was not capped in the package and the syringe had some lubricant in it but the consistency was like plastic.